Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the narrow common carotid artery. During preparation of the 5.0 mm emboshield nav6, only half of the filter loaded into the delivery catheter pod (dc) due to resistance felt with the bare wire. Despite the resistance felt they continued to fully load the filter into the dc pod; however, when the device was removed from the tray it appeared that the dc pod shaft became a little kinked. They continued to use the device in the patient; however, the filter would not fully open and showed movement and was quickly captured using the retrieval catheter. A new device was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The kink was confirmed. The reported difficulty to insert and deployment issue was not able to be confirmed due to the condition of the returned delivery catheter. The migration was not confirmed as it was based on case circumstances. It should be noted that the emboshield nav6 instruction for use (IFU) states: carefully inspect device components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. A device or access device which is kinked or damaged in any way should not be used. It was concluded that the unit should not have been used after the kinking was found and all subsequent issues are due to the unit with observed kinked being used in contradiction to the IFU. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a cause for the initial difficulty to insert. The pod damage and subsequent difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.